Event description:
The customer tested her blood glucose and received a reading of 254 mg/dl using her contour meter. Her glucose was retested using another meter and the reading was 115 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. While troubleshooting, the customer performed control tests and received a result of 15 mg/dl. The normal control range was 102-140 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.